Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 this situation occurred during the initial drain. The technical services representative (tsr) instructed the caregiver (cg) to close all the clamps and the transfer set, cycled the power off and on to press go to the start prompt. The tsr explained the alarm and advised the home patient (hp) to report alarm to the peritoneal dialysis registered nurse (pdrn) the following morning. The hp was to finish that night's therapy manually. No patient injury or medical intervention was reported. During follow up, the hp stated he pressed go prior to connection. The hp stated he contacted the pd rn and everything is fine. The hp stated he started over with new supplies and resumed therapy without problems. No patient injury or medical intervention was reported.